Event description:
Customer reported an issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to place the malfunctioning pump into storage mode before returning it and was sent a replacement pump. They acknowledged understanding the process and agreed to return the faulty pump within 10 days. The customer's backup therapy during the service process was identified as mdi.